Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they got an alarm on the insulin pump so they changed the battery but the device would not switch back on. The customer¿s blood glucose level was 150 mg/dl. Troubleshooting was performed. It was found that there was a piece missing on the battery cap. They were advised to revert to back-up plan and that they will be sent a replacement battery cap. The device will not be returned for analysis.